Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the unit passed visual inspection. Functional testing of the returned controller revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed two (2) controller fault alarms were logged on 02/apr/2024 at 15:43:16 and 18:35:50, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 03/apr/2024 at 11:01:56, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous sheath repair was worn out and evidence of a self-repair. As a result, the reported controller fault alarm and driveline sheath repair damage events were confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported driveline sheath repair damage event may be attributed to factors such as normal wear over time or improper handling. The most likely root cause of the observed self-repair event can be attributed to the handling of the device. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: (B)(6) d9: yes, return date: 13-may-2023 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited controller fault alarm due to depleted internal battery and that the ventricular assist device (vad) exhibited driveline sheath damage . The patient wrapped more insulating tape over previous repair, to provide more protection to the drive line. Removed old repair, inspected old fractures, without any irregularity, re-repair was performed. The drive line cover was inspected, after the repair it could be pulled back normally.  The vad remains in use, the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 30-sep-2018/ serial or lot#:  (B)(6) UDI #: (B)(6) d9: no h3: no h4: mfg date: 30-sep-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.